Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys anti-hcv ii and anti-hcv ii v2 reagents performed within specifications. The investigation was limited due to the unavailability of calibration and quality control data, as well as the inability to obtain patient sample material for further analysis. The root cause was attributed to sample-specific discrepancies.

Event description:
The initial reporter alleged discrepant results for five patient samples when comparing the anti-hcv g2 elecsys e2g 300 v2 assay (biotin-updated version) to the previous version of the assay on the cobas e 801 module. The reported results in cut-off index (coi) were as follows: for patient 12, the result was 0.929 (borderline) with the old assay and 0.11 (negative) with the new assay. For patient 15, the result was 1.29 (positive) with the old assay and 0.90 (borderline) with the new assay. For patient 13, the result was 1.16 (positive) with the old assay and 0.85 (negative) with the new assay. For patient 14, the result was 1.21 (positive) with the old assay and 0.27 (negative) with the new assay. For patient 17, the result was 2.04 (positive) with the old assay and 0.86 (negative) with the new assay. Viral confirmation testing for the samples was negative.